Event description:
Device 2 of 3. Reference MFR report #s 1627487-2010-00819 and 1627487-2010-00700. The pt received his scs system consisting of percutaneous leads, a lead extension, and an ipg on (B) (6) 2007. It was reported that one lead had a fracture and the pt was also experiencing overstimulation. It was reported that during surgery on (B) (6) 2008 to replace the lead, upon screwing the lead back into the still-implanted extension, the lead tip broke off. The lead and extension were replaced. It was reported that during replacement of the damaged lead, the physician inadvertently removed the other, undamaged lead as well. He replaced that lead as well. The lot numbers for the leads were not noted so this report lists both. All explanted devices were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 2 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both returned leads have compression damage but pass functional testing. Neither one was missing the lead tip. The extension returned had a channel one terminal end electrode tip inside the header. This was removed for testing purposes and it fails functional testing for broken wires in the header for channels 5-8. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.